Event description:
Peripheral 20 gauge in left antecubital area IV was a hep lock and was found to be occluded. Attempt to flush w/o success and IV removed. Upon removal it was noted that only the hub was present and that the catheter was not attached. Imaging revealed subtle linear density favored to be within the left lower lobe pulmonary artery suspicious for small bore catheter fragment. Pt was taken to interventional radiology for removal; however, further imaging was not able to identify the fragment and no procedure was performed. FDA safety report ID # (B)(4).